Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30-40mg/dl with symptoms of severe dizziness. The reporter stated that the patient self treated the blood glucose excursion with food and drink. The reporter stated that there had been multiple loss of prime warnings that had been a contributing factor to the patient¿s blood glucose excursions. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of a pump malfunction.